Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) received the e-100 generator and completed their investigation. Fa tested the e-100 on in-house test system and it worked fine with a vessel sealer instrument installed. The unit passed without any issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer was experiencing issues with their e-100. Intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) and stated the reported issue happened on previous procedure. The isi tse viewed logs and did not note any errors. The isi csr stated that they were getting a red light on the power button and sometimes the instrument led would not light up. The isi tse informed the isi csr that the instrument led would not be lit unless the instrument was connected to the generator and installed on an arm. The isi tse informed the isi csr that the power button could turn red if arcing was detected by the e-100. The isi csr stated that the site moved the vessel sealer extend (vse) instrument down to the e-100 to complete the procedure. The isi tse asked if the site had used the e-100 since the procedure and the caller stated no. The site completed the procedure. The isi tse recommended that the site call back in if the issue returned. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed that the e-100 would not fire and had a red led light during startup. The isi fse performed the e-100 replacement according to isi procedures to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.